Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer has an over-temperature alarm. There was unknown patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the fluid warmer has an over-temperature alarm.¿ was confirmed. No water circulation due to a defective water pump. The water pump was replaced and temperature settings adjusted. Electrical safety and functional test passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.